Event description:
A report was received that the patient was hospitalized due to chest pain. The physician believed that it was caused by the stimulation. It was also noted that the patient had a bad neck and headache.

Manufacturer narrative:
Additional information was received that the patient was reprogrammed and was doing well.

Event description:
A report was received that the patient was hospitalized due to chest pain. The physician believed that it was caused by the stimulation. It was also noted that the patient had a bad neck and headache.